Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose was "high"; although specific value was not provided. Bg level was addressed via correction injection. Customer reverted to an alternate method of insulin therapy.